Event description:
On 05/16/2000, the facility's clinical engineer informed the MFR's rep via a faxed report of the following: x-ray showed broken piece of device seen in the right lower descending pulmonary artery extending posteriorly. On 05/23/2000, the MFR received medwatch report #14-025820000337 from the facility that states: during removal of broken device, special procedures removed piece in 2000 by surgeon. No further details were provided.